Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the rca, the nc viva balloon ruptured at 15 atm's on the third inflatin. The pt was asymptomatic with this event. The number of atm's reached during the initial two inflations is unk. It is noted that the nc viva balloon was passed through the cell of a previously placed stent. It was being used to deliver and to dilate a new stent in the lesion requiring treatment. It is unk whether the lesion was predilated. A 7f introducer sheath (unk type), a tgv 2 guidewire, and a 7f medtronic suma jr4 guide catheter were used. No info is available regarding an inflation device. The nc viva balloon was removed and replaced with an unspecified device. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No further info is available at this time.